Event description:
It was reported that during implantable cardioverter defibrillator upgrade procedure, the patient's right atrial lead was found to be dislodged. It was explanted and replaced during procedure. The patient was stable.